Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they planned to meet with a manufacturer's representative on (B)(6) 2017 to check their device. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for a herniated disc and spinal pain. It was reported that the patient was going to charge the ins this morning, but the unit was acting really funny. They reported that right now the device was showing full coupling, but if they would ¿get up with the belt tight¿ it would go to half coupling. When they first tried this morning it would not recognize anywhere on the battery. They stated they had a terrible time and it would only go to half coupling. The patient sat down and it went to full coupling again. The patient reported they never had this problem before and the only change was that they had lost a lot of weight. The patient stated that they were sick with ¿c-diff¿ an d now weighed (B)(6) pounds. They reported that their battery really ¿pooches out.¿ they stated they could feel one of the corners of the ins pressing out. ¿ps¿ stated that they had charged it since they were sick, but something had changed causing these problems with coupling. The patient reported that they just saw their managing healthcare professional (hcp) this week. The hcp took an x-ray to make sure the battery and lead were in the correct place and had not moved. The patient stated, ¿I guess they think that everything is good.¿ product services recommended that the patient palpate the ins site and find the best possible coupling position. They recommended that the patient stay as still as possible to maintain coupling. No further complications were reported. Follow-up was conducted.